Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on (B)(6) 2017, [medwatch #2024168-2017-00941].

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6fr sheath after a carotid stenting procedure. Reportedly, no issue was noted through splitting the starclose se sheath. The clip was deployed but adhered to the delivery tube. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The starclose se clip was not returned. Stretching was noted on the distal end of the sheath. A review of the lot history record was conducted and identified an issue possibly related to manufacturing. Abbott vascular will implement mitigations in the manufacturing process to address this and will implement corrective actions to prevent recurrence per internal site operating procedures. Abbott vascular will continue to trend the performance of these devices.